Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an infection and due to her medical history the healthcare provider wanted to explant to take safe precautions. The infection was not due to the catheter or pump. The patient status was ¿alive ¿ no injury¿. The device system was used to deliver morphine. It was later reported that the infection was a spot in the lower back near the catheter more superficial near the skin. There were no product issues. The surgery was performed (B)(6) 2013.